Event description:
It was reported that the physician experienced difficulty implanting the right ventricular (rv) lead. When the lead was removed and tested, the helix was noted to be "jumping out rapidly." The lead was not implanted; another lead was used successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.